Event description:
A malfunction was reported on the pump by the caller. Customer did not report whether the issue caused blood glucose levels to exceed 500 mg/dl, and this impact was declined to be answered. The customer was assisted with resetting the pump by technical support, and it was confirmed that the malfunction code did not recur after the reset.